Manufacturer narrative:
29-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head snapped away from the body / cracked - oral-b [device breakage] . Head looks a little misshaped / grey piece at the top looks like something goes in there - oral-b [device physical property issue] . Known resolved issue...crack at the adapter - oral-b [manufacturing issue] . Case narrative: 41-year-old male consumer via phone reported that the oral-b toothbrush head snapped away from the body, the head looked a little misshaped, and the grey piece at the top looked like something went in there and potentially cracked away from it. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.

Event description:
Head snapped away from the body / cracked - oral-b [device breakage]. Head looks a little misshaped / grey piece at the top looks like something goes in there - oral-b [device physical property issue]. Case narrative: 41-year-old male consumer via phone reported that the oral-b toothbrush head snapped away from the body, the head looked a little misshaped, and the grey piece at the top looked like something went in there and potentially cracked away from it. No injury was reported.